Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and malposition of the device/ perforation of the fallopian tubes into the uterus /migration of essure device location of device: uterus / expulsion of essure device"), fallopian tube perforation ("perforation (fallopian tube(s))"), genital haemorrhage ("abnormal bleeding (general)") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding.") In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In 2005, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abdominal pain and cramping"), menorrhagia ("severe menstrual bleeding / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe mesntraul cramping / dysmenorrhea (cramping)"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy performed in 2016) and surgery (operative hysteroscopy, removal of partial essure device). Essure (ess205) was removed. At the time of the report, the uterine perforation, fallopian tube perforation, intra-abdominal haemorrhage, abdominal pain lower, dysmenorrhoea, procedural pain, female sexual dysfunction, dyspareunia, vaginal discharge, weight increased and abdominal pain outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, pelvic pain, procedural pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: since having the surgery, plaintift's symptoms are mostly resolved. Current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - in 2005: right tube that failed to occlude. Most recent follow-up information incorporated above includes: on 25-may-2018: events- "abnormal bleeding (general), abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), pain, vaginal discharge, perforation (fallopian tube(s)), weight gain, abdominal pain", reporter, concomittant condition added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and malposition of the device/ perforation of the fallopian tubes into the uterus") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding.") In a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abdominal pain and cramping"), menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (salpingectomy performed in 2016). Essure (ess205) was removed in 2016. At the time of the report, the uterine perforation, intra-abdominal haemorrhage, abdominal pain lower, menorrhagia, dysmenorrhoea and procedural pain outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, intra-abdominal haemorrhage, menorrhagia, procedural pain and uterine perforation to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: test was performed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.